Event description:
Pt's son spontaneously reports patient's PICC line was leaking all day, so they contacted emergency services, who switched out connector, but then pump with serial number (B)(4) began to alarm high pressure. They took pt to emergency room, and while waiting to be seen by md, the son was able to restart pump at pt's current dose (13.5 nkm, 93 ml/24 hours). Son reports the pt may have been off medication for two hours and was not sure if pt was getting medication at time of call. Pump was running at time of call, and son was advised to contact pharmacy if pump alarms high pressure again. Son was advised they may adjust the pt's dose if pt begins to show side effects or symptoms. At time of call, pt was not having any issues but was advised side effects may arise within a few hours. Pt's son said pt was looking better since infusion was restarted. No adverse events reported, patient only went to emergency room due to medication not being administered. Did we [MFR] replaced device? No, replacement not needed. Did the patient have a backup device they were able to switch to? Yes, but did not switch, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolve. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No is the actual device is available for investigation? Yes. Reported to (B)(6) by: patient/caregiver.